Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower doors 4 and 7 were failed and exhibiting a double-clicking issue. A field service engineer removed medications located behind the bins in both doors to resolve the issue. Additionally, proactive maintenance was performed on the device which includes cleaned all microswitch contacts, tightened connections, applied black grease and added stabilizer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 4 and 7 failed, preventing nurses from obtaining medications. There were no adverse events or injuries reported based on this event.